Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had been alarming no delivery alarms. Customer's blood glucose was 7.3 mmol/l. Customer's mother was unable to troubleshoot due to the customer was not present with the insulin pump during time of call. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current test were normal. No unexpected low battery or off no power alarm noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.